Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. No photo available for evaluation. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. However material from the production line was inspected and no issues were detected that can lead to this customer complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the tubing disconnects when high flow oxygen (15cm h2o) is applied. The tubing disconnects from the mask and from the mouth guard.no patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing was disconnected from the mask. Based on the visual exam, the reported complaint was confirmed. A CAPA request has been opened to address this issue. In addition, all personnel from the production line were re-trained on the assembly of the female adaptor and the tubing.

Event description:
The customer alleges that the tubing disconnects when high flow oxygen (15cm h2o) is applied. The tubing disconnects from the mask and from the mouth guard. No patient injury reported.